Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during a combined surgical case, the cataract procedure was completed successfully. A less experienced surgeon took over, and the eye was noted to be very soft. The infusion cannula was close to slipping out so the infusion was moved to another port, based on advice from the experienced surgeon. Upon restarting the infusion, the eye collapsed, possibly due to back-suction. Air bubbles were seen in the cassette, but no error messages appeared. Infusion placement was verified, alternative pressure was activated, and the eye stabilized. The surgery continued using the same pack and machine without further issues. No patient or user harm occurred, and there was no delay in surgery.

Manufacturer narrative:
In regard to this complaint logfiles were provided for review. The irrigation pressure and air pressure values in the detailed log files do not show any anomalies; the eva functioned as expected during the time of the incident. The customer reported that the system has been used in several surgeries since then without the issue recurring, suggesting that the cause was most likely human error. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (eva-low infusion-posterior*). Since 2022 more than 100.000 surgeries have been performed with the eva surgical systems installed. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that during a combined surgical case, the cataract procedure was completed successfully. A less experienced surgeon took over, and the eye was noted to be very soft. The infusion cannula was close to slipping out so the infusion was moved to another port, based on advice from the experienced surgeon. Upon restarting the infusion, the eye collapsed, possibly due to back-suction. Air bubbles were seen in the cassette, but no error messages appeared. Infusion placement was verified, alternative pressure was activated, and the eye stabilized. The surgery continued using the same pack and machine without further issues. No patient or user harm occurred, and there was no delay in surgery.